Manufacturer narrative:
(B)(4). The actual complaint product was not returned for eval. The lot number is unk. A trend related investigation is currently in process. Upon completion, a follow up medwatch will be filed. (B)(4).

Event description:
As reported in an ophthalmology periodical (arch ophthalmol/vol 127 (no. 12). Dec 2009, pages 1616-1623), a case report is referenced which involves a case of contact lens related peripheral ulcer. No other info was provided. Due to the source of the complaint, further info and follow up is not possible.